Manufacturer narrative:
An osseotite tapered certain implant ((B)(4)) packaging was returned. Visual inspection of the as received products identified that the tamper resistant tab on the outer box was broken. The inner plastic tray was missing. The label on the inner vial was open and the implant and the cover screw were missing. The outer box did not identify any damage or malfunction and the labels appeared to be in proper condition. The complaint does not allege a failure that can be functionally tested. No additional testing was performed. The complaint could not be verified, as all operations and inspections were executed as per applicable procedure and the exact details of the device condition when received by the customer are unknown. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. The following sections have been updated: date of this report, date received by manufacturer, added expiration date, (B)(4), added device manufacture date, added follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, added evaluation codes.

Manufacturer narrative:
(B)(4). Patient ID was not provided, age was not provided, patient weight was not provided, event date unknown, product returned was box.

Event description:
It was reported that during implant surgery, the implant was not inside of the box. The procedure was completed with another implant.